Manufacturer narrative:
Complaint is currently being investigated by manufacturer. The device has not been returned for an evaluation. However, a photograph was provided with visible primary packaging compromise of the device. Upon completion of the investigation and if additional information is provided from the manufacturer's customer a follow-up report will be submitted.

Event description:
On 23oct2024, the customer, sanofi pharmaceutical contacted the manufacturer, to report that when the end user opened the kit of the co-packaged vial adapter, kitted with a sanofi medicinal product, the primary packaging of the vial adapter 20mm w/5mic filter, lot# h275, was compromised breaching sterility. The end user administered the dose using another vial adapter. There was no health impact to the end user as this issue was detected prior to use.

Manufacturer narrative:
A review of batch records for lot#h275 revealed no non-conformance. All qc inspections were conducted according to procedures, no other issues were identified. According to the manufacturer's records, lot#h275 was manufactured according to relevant procedures, tested before release, packed and shipped according to specifications. Complaints database of the last three years was reviewed; two complaints were justified for this lot. Retained samples from lot#h275 were visually inspected, no findings were observed. According to the sub-contractors' review for seal integrity testing records, no issues were noticed. However,instructions for the manufacturing line were written as immediate correction to avoid this issue from recurring. The sample was returned to the manufacturer and the issue was verified. The root cause of the unsealed products is due to insufficient execution of procedure. The products were manually removed instead of being scrapped or continued through an additional sealing round.